Event description:
The facility reported a colleague infusion pump with a channel a failure. This event occurred upon power up in the "med surge" department. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of channel a failure was confirmed by the service. Due to customer denial of the cost of repair estimate, no assignable cause was identified, no repairs were made to this pump and the device was returned un-repaired to the customer. Additional information: this is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.